Event description:
The patient experienced no stimulation. Impedance readings were greater than 3600 ohms. The implantable pulse generator needed more recharging than expected. The hcp determined the lead had an issue. Lead revision or replacement was being discussed as an option. A follow-up report will be submitted if additional information becomes available.